Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) started displaying comm loss for multiple transmitters. The customer also reported that they logged into the host1000 server and restarted the application, which resolved the issue. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of communication loss is related to environmental factors. The customer's server closet overheated, and the servers lost power. The host2000 application on the server needed to be started up again to resolve the issue. There is no evidence that a deficiency of an nk device was a contributing factor to the communication loss. Complaint history review of p-621ra, serial number: (B)(6) reveal no subsequent complaints reporting comm loss due to the server overheating. It is likely that the customer was able to address the environmental problems causing the issue. Additional information: b4: date of this report. D8: was this device serviced by a third party? G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) started displaying comm loss for multiple transmitters.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying communication loss for multiple transmitters. The customer also reported that they logged into the host1000 and restarted the application, which resolved the issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters, model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for multiple transmitters.